Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis and passed away after using minicap disconnect caps. The cause of the peritonitis was not reported. The caregiver reported, during a routine check at the pd facility, the patient was found to have peritonitis. The patient received unspecified treatment at the facility and was sent home with unspecified antibiotics for peritonitis. On the drive home, the patient felt ill and began vomiting. The caregiver reported they called emergency services and subsequently the patient was taken to the hospital where it was confirmed the patient had peritonitis. According to the reporter, "over the next nine months" the patient continued to have severe unspecified infections that "reappeared within three to four weeks following each treatment". It was reported that "the patient's condition worsened and remained hospitalized continuously". The patient subsequently passed away. The cause of death was reported as "a result of peritonitis" and another indication. It was not reported if an autopsy was performed. It was reported that pd therapy was ongoing prior to death, however it was not reported if pd therapy was ongoing at the time of death. No additional information was available.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2022 d4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.